Event description:
The customer stated that the insulin pump not always alarm no delivery when there is an occlusion in the tubing. Advised the customer to call back when a tubing clamp is available to complete the testing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.